Event description:
The therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient whose pump was changed approximately two months ago was showering, and did not attach the shower adapter properly. The pump alarmed "rate control fault" and went to basal rate at 43bpm. The family started hand pumping and called the ems. The patient was taken to the hospital by ambulance. The vad coordinator then called the manufacturer, and the manufacturer advised them to place the patient on the pneumatic drive console with a stroke volume limiter (svl) and also reviewed proper use of the pneumatic drive console, including venting and watching for condensation in the tubing. The patient was switched to pneumatic drive console and placed on heparin drip. The patient remains stable and on lvad support.